Event description:
Reporter indicated a vns therapy patient's incision wound area "was not looking so good". Initial cultures were negative; however, the patient returned to the physician and the device was explanted. The surgeon believes the infection came from home and that the patient "was playing with the wound". Manufacturer records confirmed sterilization of the device prior to shipment. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.